Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to the insulated-gate bipolar transistor (igbts) q11, r45, q9,q701 on the defibrillator pca board being shorted. Additionally, u15,u16,u17,u18,q6,q7,q8, were shorted. The root cause for the shorted components was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor cannot run detect and treat testing due to functional issue.